Event description:
There was no fault reported by the customer. The pads were returned because user dislikes quality. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The pads were returned to zoll medical corporation. There was no fault reported by the customer. The pads were returned because user dislikes quality. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This product was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed to discharge using these pro-padz. Complainant did not indicate that there was any patient involvement in the reported malfunction.